Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced 'sciatic type' pain at the ipg site. The physician did not believe the pain was attributed to the ipg. In addition, the patient was no longer using the scs system. Surgical intervention was undertaken to explant the ipg. The patient stated the pain has resolved post-operatively.